Event description:
It was reported that the procedure was to treat a moderately calcified, moderately stenosed lesion in the right anterior tibial artery. During the procedure the 3.0x80mm armada 18 balloon dilatation catheter (bdc) was advanced and used without issue. The bdc was then removed from the anatomy without issue. The physician attempted to re-insert the bdc a second time over the guide wire (gw), but had difficulty loading the balloon onto the wire, then the bdc became stuck about halfway on the wire and he could not be re-advanced into the anatomy. The bdc was replaced by a new, same size armada 18 to successfully complete the procedure. There were no reported adverse patient effects and no clinically significant delays in the procedure. Returned device analysis found that there was a marker separation of the returned device. The account cannot confirm any details as they can¿t recall and are unsure of the marker separation. No additional information was provided.

Manufacturer narrative:
Visual, dimensional and functional inspection was performed on the returned device. The reported device issues were not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported difficulties appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.